Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on info obtained from lifescan customer service. The lay user/pt contacted lifescan customer service in 2009 alleging that her onetouch ultrasmart reverted to the setup mode at 5:30 am on the day prior. She claimed that she felt low and shaky at 5:50 am. The pt administered self-treatment with more food/drink and/or with oral glucose. No other forms of treatment or blood glucose results were reported. According to the troubleshooting performed with customer service, the reported issue was resolved with training. However, this complaint is being reported because the pt allegedly developed symptoms of hypoglycemia after her meter reverted to the setup mode. The pt administered self-treatment with food/drink and/or oral glucose.